Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred during a routine hemodialysis treatment. A loose connector was identified by the operator. Rinseback was not performed due to the amount of air in the circuit, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to rinseback of the pt's blood not being performed due to the amount of air in the circuit. The air is attributed to a loose connection made by the operator. The user's guide instructs the operator to tighten and recheck all fluid lines and connections. The cycler alarmed appropriately to air in the circuit. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and reviewed the event with the operator. Nxstage medical considers this report closed. No additional information will be provided.